Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer was not calling back after receiving a new battery cap. Customer insulin pump was making loud noise, battery was removed but the issue reoccurred. Customer stated there was no physical damage on the insulin pump. Customer stated the insulin pump was exposed to sweat. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer used new battery during troubleshooting.customer also reported restart alarm twice. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.